Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia after announcing dinner, with blood glucose rising from 145 mg/dl to a peak of 370 mg/dl and remaining above range for approximately 1.5 hours; no device alarms were present, and the user elected to disconnect, administer subcutaneous insulin via pen, wait two hours, and then change supplies before reconnecting. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included use of back-up subcutaneous insulin and self-management without medical intervention or hospitalization. Investigation included product history review and user interview attempts, along with troubleshooting and education. Investigation of this case revealed no device alarms correlating with the event and no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with cause unclear and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.